Event description:
It was reported that the patient had felt worse since receiving this replacement device. The patient was symptomatic with shortness of breath and pneumonia. There was concern that the rate response on the device may need adjusting. No changes were made to the device until the patient's pulmonary status clinically improved. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.